Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not inpatient use. During the device evaluation at the manufacturer's service center, the e-174 had been recorded in the drpt during the service. Therefore, the main pca was replaced. Since burnout was confirmed, the six-point harness was confirmed. The pca and six points were replaced.